Manufacturer narrative:
Additional information: a2 - 03-mar-2023 a3 - m b3 - 30-jun-2023 b5 - the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -10/1.5/075 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) /2023. After patient re-assessment. Patient is happy with vision and is asymptomatic. Problem is now resolved. Cause of the event is reported as unknown. D4 - model#; vticm5_13.2, serial#; (B)(6), expiration date; 31/may/2026, UDI#; (B)(4). 6a - 29-jun-2023 h4 - 14-jun-2023 h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
A2 - unk, a3 - unk, a4 - unk, a5 - unk ,a6 - unk, b3 - unk, d4 - unk, d6a - unk, h4 - unk, claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). High vault has been observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.